Event description:
I-stat in docking station, picu staff smelled smoke, found I-stat too hot to touch and covered with black soot. Manufacturer response for I-stat 1 wireless, I-stat 1 wirless analyzer (per site reporter): replacement to be sent overnight. Replacing 2 recharging batteries docking station, and I-stat.